Event description:
A customer reported that the cartridge would not stay in place. There was no reported impact on the customer¿s blood glucose level. The customer declined additional follow-up and was in the process of renewing their equipment, with no further information available regarding the outcome.